Event description:
It was reported that the procedure was to treat an unspecified coronary artery. The 6 french guiding catheter with side hole was engaged in the left main and the balance middleweight (bmw) elite guide wire was advanced into the vessel and attempted to cross the unspecified target legion. However the guide wire could not cross the distal part of the lesion. Then the physician decided to change the shape of the guide wire tip and the guide wire was removed once and re-shaped. The bmw elite guide wire was advanced again, however the guide wire tip had entered into the side hole of the guiding catheter. Resistance was met when it was attempted to retract the bmw elite guide wire from guiding catheter and it was difficult to remove. The guide wire and the guiding catheter were removed together from the patient anatomy as a system. Outside the anatomy, an attempt was made to remove the guide wire from the guiding catheter and required considerable force to remove. The bmw elite guide wire was replaced for a new guide wire, using the same guiding catheter again, and the procedure was completed without any issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guiding catheter was unable to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.